Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately three (3) months after placement due to early loading and excessive stress which prevented integration.